Manufacturer narrative:
The device was not received for analysis and was reported to have been disposed; therefore, no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." The customer supplied image appeared to show the occlusion noted in the complaint narrative; but did not show the damage to the thruway wire noted in the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch will be submitted.

Event description:
Additional information received on july 28, 2021: the procedure was completed with another thruway wire. The complaint device was thrown out by accident.

Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Description of the event: the first 2.4 jetstream catheter was not aspirating so a second one was used to complete the procedure. Next the tip of the thruway wire broke off and occluded the pt it was reported the issue with the thruway wire occured during withdrawal what was the outcome of the procedure?: procedure completed using alternate method or device medical/surgical interventions: did additional angioplasty on both vessels in the lower leg with some successful opening at the pt. As of right now there are no plans to go in and retrieve.